Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device powered on without display. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Functional testing, bench handling, and internal inspection, including evaluation of the display cable, were performed. The reported black screen was not duplicated and no anomalies were identified. Review of the device logs found no evidence that would explain the customer report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.